Event description:
A report was received that the patient was experiencing difficulty charging the ipg due to its location. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg due to its location. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively.